Event description:
The procedure was performed on the left sfa with atherectomy, stent, and pta balloon. The evercross balloon would not deflate post dilation in the stent or out of the stent in the vessel. The physician pulled the balloon back into the sheath until the proximal end was visible and the balloon was popped. No injury to patient reported.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.